Manufacturer narrative:
The customer's product was not available for investigation. For error 5, the investigation stated it is most commonly caused by not applying enough blood to the strip to run the test. The strip requires a minimum blood sample volume of 8 ¿l.

Manufacturer narrative:
The reporter confirmed on (B)(6) 2020 the customer paused their warfarin dose. The customer's meter was returned for an investigation where it was tested using retention strips and controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.4 inr qc 2: 5.2 inr qc 3: 5.1 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation confirmed the results alleged by the customer were observed in the meter¿s patient result memory. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s test strips and meter were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received error 5 messages on their cc-xs meter system, from (B)(6) 2020. Per product labeling, "error 5: error applying blood to the test strip. Solution: power the meter off and remove the test strip. Repeat the test using a new test strip and blood taken from a new fingerstick from a different finger." On (B)(6) 2020, between 10:00 a.m. And 10:30 a.m, the customer again tested on their meter and received a result of 7.6 inr. The customer could not contact the doctor that day due to it being a saturday. The customer visited the doctor on (B)(6) 2020 where inr testing was performed with the doctor¿s professional roche meter between 9:00 a.m. And 9:30 a.m. And the result was 8.0 inr. The doctor advised the customer's son to take the customer to the hospital. Between 10:00 a.m. And 10:30 a.m., the customer¿s laboratory result at the hospital was 8.5 inr. The customer was treated with a shot of vitamin k. The customer was admitted into the hospital for one day. On (B)(6) 2020, the customer¿s laboratory result was 5.6 inr and the customer was discharged from the hospital. The customer¿s therapeutic range is 2.0- 3.0 inr. The customer's cc-xs meter serial number was (B)(4).